Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant, through counsel, alleges that she was implanted with cartiva on the right side on (B)(6) 2017. Patient has not been revised but a medical provider has recommended revision and she alleges a surgery is scheduled. Patient alleges pain due to the implant.

Manufacturer narrative:
Correction: d4 UDI. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Claimant, through counsel, alleges that she was implanted with cartiva on the right side on (B)(6)2017. Patient has not been revised but a medical provider has recommended revision and she alleges a surgery is scheduled. Patient alleges pain due to the implant.